Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. The lot code for the reported device was not provided. Additional info was requested. If device or additional info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "when the surgeon was cutting pt's anterior femur, the ar skim cut guide was loosened again and again."